Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit made a high pitched noise and then shut off, the balloon was plugged into the bed not into a red outlet. The unit was turned off and plugged into the wall and turned it back, the balloon started to work appropriately. There was no patient harm reported.

Manufacturer narrative:
Customer reported that balloon pump was running, made a high pitch noise, and then shut off. Customer also reported that the balloon was plugged into the bed, not into a red outlet. They turned off the pump, plugged it into the wall and turned it back on. The balloon started to work appropriately. Balloon was working as of 6/8. Balloon was placed on 6/2 at 11 pm. A getinge field service engineer inspected the logs and verified faults 111,112. And 118. A loss of communication between executive processor pcb and video generator pcb. The video generator pcb(d670-00-1182) was replaced and software was loaded. Performed calibration and functional checks. Pumped on a tests balloon. Machine was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit made a high pitched noise and then shut off, the balloon was plugged into the bed not into a red outlet. The unit was turned off and plugged into the wall and turned it back, the balloon started to work appropriately.